Manufacturer narrative:
At this time, the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.